Event description:
The manufacturer received information alleging a frozen screen condition occurred on a trilogy evo device. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a frozen screen condition occurred on a trilogy evo device. There was no harm or injury reported. The device was returned to a third party service center for evaluation. During the device evaluation, it was observed that touchscreen fail and touchscreen reboot errors were present on the device error log. The device was tested and the touchscreen functioned as expected. The frozen screen could not be duplicated.